Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly and keypad traces. Pump was received with scratched lcd window, cracked case on all four corners at display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, cracked pump belt clip slot and stained end cap sticker. The pump was received without the original pump belt clip.

Event description:
It was reported by the customer that the insulin pump was exposed to water and then the insulin pump shut down. It was also reported that the insulin pump has a crack right above the lcd screen. Customer's blood glucose level at the time 217mg/dl. Advised insulin pump would be replaced. No additional information is provided.